Event description:
The user facility reported the dialyzer was leaking a small amount of blood (10-15 drops) approximately 50 minutes into the hemodialysis treatment on (B)(6) 2011. The hemodialysis patient was connected at the time of the event. The dialyzer was discarded and the patient lost one circuit (400ml) of blood. The facility's technician stated that the leak was from around the bottom end cap and he alleged that the cause was due to failure of the o-ring or adhesive on the bottom cap. The patient had no heparin dose during the hemodialysis treatment. The patient was asymptomatic and no medical intervention was required. There were no reported alarms on the hemodialysis machine.

Manufacturer narrative:
A medical consultation was performed. Per the fmc associate medical director, with drops of blood leaking from the bottom of the dialyzer, te facility assessment that there was an open path from venous sides of the dialyzer to the outside is likely correct. The fact that ther blood loss was 10-15 drops in the 50 minutes suggests a very minor defect. The machine monitors the pressure in the venous circuit and alarms if the pressure is out of range. Had the lead been severe, the venous pressure may have dropped and may have alarmed. The very small volume of leak is consistent with the absence of an alarm. There was no need for the caregivers to discard the circuit of blood so appropriate education will be offered. Even after the clinical decision to waste the blood circuit, there was no detectable harm or therapy provided to the patient. The actual sample was discarded, therefore, the reported problem of blood leak could not be confirmed or recreated during testing. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 and 11 march 2013.